Event description:
It was reported that the pump showed system failure: primary audible alarm, before infusion. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. No previous service history. The reported problem could not be verified with the device power on. The review of the event history log identified multiple alarms of pump motor drive phase b post, pump motor drive off post, and base not responding. Testing determined that the interconnect board is malfunctioning. The interconnect board was replaced. After repair, the speaker testing results were within acceptable range. The sensors were also recalibrated.